Manufacturer narrative:
Each patient has a different reaction to an implanted foreign body and tissue in-growth is related to this reaction. Many variables contribute to the encapsulation of a textile. These include factors related to surgical technique, patient hematology, and concurrent drug therapy. The investigation could not determine the root cause for the failure. Excessive manipulation of the device, method of preparation, handling and/or cleaning of the product may compromise cuff adherence to the tissue.

Event description:
Catheter came out prematurely-while eating breakfast the patient reported his catheter was sitting in his pajama top, completely out of his chest. Patient has been affected twice with the same problem.